Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 37702 lot# serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 377760 lot# v012710, implanted: 2007 (B)(6); product type lead. (B)(4).

Event description:
Follow up information received reported that the patient¿s implantable neurostimulator (ins) was replaced with a non-rechargeable model. It was also noted that the lead component was not replaced. The patient was reported as doing well with good coverage when last seen at their post-operative visit. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient¿s device had overdischarged for a third time and was going to be replaced as a result of that. The overdischarge was reportedly as a result of patient non-compliance. The reporter was unable to run impedance tests so it was unknown if the lead was ok or not. It was noted that it had been ¿a while¿ since the patient had stimulation.